Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote merlin.net transmission, non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed on ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. The patient was seen in the clinic and recommended programming changes were made, and the issue was resolved. The patient was stable.